Event description:
No calcification, tortuosity, or scarring were noted. During the procedure, the physician had difficulty inserting the guidewire, which was bunching at the access site. He also had difficulty resetting the heel actuator. It is unknown whether the physician's hand placement prevented the heel from releasing properly. As a result, the physician pulled the device out of the artery with the heel deployed. The 5f introducer sheath was upsized to 6f prior to sending the patient to surgery. The patient recovered without further sequelae.

Manufacturer narrative:
The device will not be returned as it is being held in risk management at the hospital. Therefore, product failure analysis is not possible. A photo of the device received revealed that the plunger and heel actuator were deployed, which is consistent with the description of event. A review of the device history record was performed for this lot, and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU) was reviewed. Per the deploying the axera access device section, "prior to removing the axera access device, fully retract the plunger to withdraw the integrated micropuncture needle and release the heel. Verify that the actuator has moved to its original, disengaged position. If the actuator did not automatically release, manually move it to the disengaged position by pulling the heel actuator away from the handle and sliding it forward." The IFU provides the appropriate instructions on device usage, warning and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probably root cause, based on available information, is failure to verify that the actuator has moved to its original position. On (B)(4) 2014, the arstasis representative reviewed proper technique with the physician.